Event description:
When patient is in middle of cardiac cath procedure the co2 monitor goes flat line. (Pleth) and the 3 numbers go blank.====================== manufacturer response for co2, capnoflex co2 module (per site reporter)======================they said other facilities are having the same issue.